Manufacturer narrative:
B5: additional information received : it was reported that there was no damage noted to the device or device packaging. It was confirmed that the physician did not use more force than normal when attempting to advance the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was intended to be implanted during the intraluminal exclusion of an abdominal aortic aneurysm. It was reported during the index procedure, the endurant limb was inserted and routine steps were performed, however, after the stent graft was in place, it could not be deployed. The stent graft was immediately removed and replaced. Per the physician, the cause of deployment issue was not determined. No additional clinical sequelae were provided, and the patient is fine.